Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Analysis found normal device characteristics.